Event description:
Initial result for a patient ammonia was 1.2. When repeated, the result was 60. The incorrect result was not used to guide patient therapy. The field service representative found the sample probe was defective and repaired the instrument by replacing the probe.